Event description:
It was reported that high pacing impedance and an exit block were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a fracture of the sensing coil was found at 6.2cm from the connector pin, consistent with fatigue. This is consistent with the observation from the field of high pacing impedance.